Event description:
The customer contacted physio-control to report that their device would reset by itself. This failure may leave the device unable to deliver therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): it was later confirmed by the biomed at the facility that he was initially able to duplicate the reported failure. Further into his testing, however, the unit booted up without any discrepancies and the issue did not recur. The biomed further advised that the battery installed into the device was a 3rd party and was very warm. He was also unsure of the battery's age. The biomed replaced the 3rd party battery with a new physio battery. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.